Event description:
It is reported by the pt's attorney that the pt underwent a total hip arthroplasty in 2007. Post-op, the pt had multiple dislocations and a fracture of the stem. Pt was revised in 2008.

Manufacturer narrative:
Evaluation summary: the stem fracture possibly occurred at the junction with the body component by fretting fatigue. However, this cannot be confirmed since the device was not returned for evaluation. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive patient activity, weight, and/or lack of proximal support are involved. All of these factors are unknown for this case. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.